Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the line had air bubbles and no liquid was visible. The line was primed with gravity and a chemolock spiros was used and attached at the end of the line during the infusion. Reservoir volume 13.9ml; continuous infusion rate 4ml/hr; total volume on label 184.96ml; total given 174.15ml. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be unintentional use. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.